Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no delivery. The customer was hospitalized for high blood glucose level. The customer's blood glucose level was 800mg/dl. The customer was treated at the hospital. The customer states the buttons were sticking and less responsive. The customer was assisted with suspending the pump and would be calling back.